Event description:
At 11:00am, with a blood glucose result of 300 mg/dl, she went to the hospital, where she received insulin by intravenous drip. At 12:54pm, her result was 304 mg/dl, and at 3:15pm, it was 282 mg/dl. She then changed the pod. Her pod was discarded at the hospital. She was released from the hospital the same day, and was doing better at the time of the call.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No lot qualification records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl. Follow the treatment advice of your healthcare provider." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."